Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 8mm proximal of the distal markerband. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified damage to the tip of the device. No other issues were noted with the tip.

Event description:
Reportable based on the device analysis completed on (B)(6)2024. It was reported that balloon leakage occurred. The target lesion was located in the cephalic vein. A 4.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, pressure was applied at approximately 12 atmospheres, but it was observed that the pressure couldn't be sustained and began to drop. Subsequently, upon removal of the device, it was observed that the balloon had a leak. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a circumferential tear.